Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. As the methods for procedure in line with the reprocessing manual below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to a pinhole on connecting tube, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; bending section cover or distal sheath rubber has a scratch; adhesive on the bending section cover or distal sheath rubber has a chip; adhesive on the bending section cover or distal sheath rubber has a crack; adhesive on the bending section cover or distal sheath rubber has a discolored area; switch1 has a scratch; light guide lens has a crack; distal end plastic cover has a crack; distal end plastic cover has foreign objects; connecting tube has a scratch; connecting tube has a buckling; connecting tube has a wrinkle; protector of universal cord on scope connector side has a scratch; image guide protector has a scratch; switch4 has a wear; scope connector has a scratch; universal cord has a wrinkle; scope cover is shaved; grip is shaved; control unit is shaved; and the indication on scope connector is peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope, had water leakage from the bending part of the pipe. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the tip cover had a foreign object. This report is being submitted to capture the reportable malfunction found during evaluation.